Event description:
A materials manager reported that the continuous irrigation flow and aspiration "were not as vigorous as they should be" and the coagulation was not working during a cataract intraocular lens (iol) implant procedure. Following a delay of less than 15 minutes and a system exchange, the procedure was able to be completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. No system messages were noted in the event log. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause could not be determined conclusively. (B)(4).